Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the device. The battery out limit alarm could not be verified due to button error alarm and no button response. It was also received with cracked case at the display window corner and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went onto a jacuzzi wearing the insulin pump. The device ran out of battery and when she changed it, she received a battery out limit alarm. She stated that she tried several batteries and would still get the alarm. The customer was assisted on clearing the alarm but then she received a button error alarm. Blood glucose value was 279 mg/dl. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.